Manufacturer narrative:
Upon visual inspection, it was found that this abutment screw has been fractured on the threads and the hex has been damaged. Since no lot number was provided, no device history record or complaint history review could be completed. Visual inspection of the device did not provide any indication of a manufacturing deviation that would contribute to this event. The cause for this fracture cannot be determined.

Event description:
The dentist reported that the abutment screw fractured.